Event description:
A healthcare professional (hcp) reported that during a case, when trying to simulate the nerve the system was not giving a response. The site tried with two incrementing probes with no change. The site aborted use of the console. There was no procedure delay and no patient impact. Additional information received mentioned that when the stimulating probe was used during the neck dissection, the stimulation did not register on the device even though they were clearly on a nerve and it was stimulating it. Also complained that the system was being noisy and that the wireless feature would not work on the patient interface as it would not connect (they plugged it in) and noticed that user were stimulating the system, it did not make any noise however if when manually touched the nerve the system sounded. The current went up when used it, it just did not make a sound like it should. The system was turned on and off, patient simulator was used to test it, tried a different probe, moved the system to a new location in the room, checked connections, got a new stimulating probe. The second patient interface was used but the case was over at that point and didn't stimulate anymore. There were multiple issues. The patient interface would not link wireless to the system before the case. Had to be plugged in. During the case the muting probe would stimulate but not sound on the system when it was clearly on a nerve. Surgeon complained of system being too noise during other parts of the case. System stopped recognizing patient interface at one point all together.

Manufacturer narrative:
Product analysis found that power pcb faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), product analysis found that device working properly and no fault found. Imdrf annex code - a090 803, a090101, a0908, b01, c19, d14, e2403, f26 and g02005 other device: product ID: 8225825, probe 8225825 3pk incremt std prass tip, lot #: 0222352136, product ID: 8225825, probe 8225825 3pk incremt std prass tip, lot#: 0222352136. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.